Event description:
The account states the head of the bed will not go up.

Manufacturer narrative:
The tech found the bottom cover was pushing the CPR handle causing the bed to be in CPR mode all the time. The tech re-installed the bottom cover properly to repair the bed.